Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire fracture occurred. A stainless steel guidewire was selected to advance. During the procedure, it was noted that the tip of the wire broke off remained inside the patient's body. The patient returned the next day and the detached wire was successfully snared. No further patient complications were reported.